Event description:
It was reported that this right ventricular (rv) apex lead was explanted due to perforation of the heart wall. Another lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected impact code. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed and found dried blood/body fluid around the helix. Inspection of the lead body and electrode tip found no anomalies other than cuts in the outer insulation approximately 190mm from terminal pin, likely due to explant damage. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits, no conductor issues were identified. Perforation, pericardial effusion or cardiac tamponade which are known risks associated with medical procedures involving implanted cardiac leads.

Event description:
It was reported that this right ventricular (rv) apex lead was explanted due to perforation of the heart wall. Another lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected impact code.

Event description:
It was reported that this right ventricular (rv) apex lead was explanted due to perforation of the heart wall. Another lead was successfully implanted. No additional adverse patient effects were reported.